Event description:
It was reported that on (B)(6) 2012 the patient was admitted experiencing a myocardial infarction (mi) and angiography identified a total occlusion and thrombus in the mid left anterior descending artery. After pre-dilatation with a 2.0x10 mm semi-compliant balloon at 8 atmospheres, the lesion was stented with 2.5x28 mm xience v deployed at 14 atmospheres. Timi iii flow was established and the patient was moved to the intensive critical care unit (iccu). On (B)(6) 2012, the patient had experienced an mi and was taken back to the cath lab. Angiography revealed the stented region was occluded with thrombus. After starting the bolus dosage of eptifibatide, the thrombus was aspirated and plain old balloon angioplasty was performed with 2.0x10 mm semi-compliant balloon at 8 atmospheres. The patient was moved to iccu and was noted to be improving and has since been discharged from hospital. No other information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction and thrombosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.